Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Although the initial troubleshooting steps, including using a tandem wall adapter and charging cable, did not resolve the issue, the pump eventually began charging after a different charging cable was used, requiring no further assistance.